Event description:
It was reported that this right ventricular lead exhibited high, out of range pacing impedance (greater than 2225 ohms). A technical service (ts) consultant to perform additional testing, lead integrity and x-ray images. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).